Event description:
It was reported that, since implant, while stimulation was turned on the patient would get a strong jolt that occurred briefly. It was noted that this occurred whenever the stimulation was turned on after being turned off. It was stated that there was an instance where this issue was noted after turning the implantable neurostimulator (ins) off for a colonoscopy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain patient and device information, so that additional follow-up for interventions and outcome can be conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had informed their healthcare professional and they had made an appointment with them.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# unknown, product type: programmer, patient. Product ID: neu _unknown_lead, lot# unknown, product type: lead. (B)(4).